Event description:
It was reported that this right atrial (ra) lead exhibited under sensing. The device had recorded an atrial and or ventricular arrythmia episodes in configured collection period and had possible rapid ventricular response due to atrial arrythmia. Also, patient experienced palpitations. This lead remains in service. No adverse patient effects were reported.